Manufacturer narrative:
A revision procedure was performed and the lead was surgically abandoned. No further patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had reported hearing beeping tones. Interrogation of the related device noted a pacing impedance measurement greater than 3000 ohms, a shock impedance measurement greater than 125 ohms, and high pacing thresholds.